Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4), when compared with a laboratory result using the sta chronometrie neoplastin ci plus method. The customer meter result was 4.8 inr and the laboratory result was 3.43 inr. The customer's therapeutic range is 3.5 - 4.5 inr. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.